Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported information did not indicate a potential manufacturing issue. Surgeons may attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. In this case, the event may have been related to a sizing error as a smaller ring was adequate and the procedure was completed with no adverse patient issues. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during implant of this mitral annuloplasty, ring after the ring was sutured into place, the physician determined that the mitral valve was still insufficient. The ring was explanted and replaced with a smaller mitral annuloplasty ring during the same procedure. No adverse patient effects were reported.